Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received multiple, minimum fill messages with one cartridge. Reportedly, the cartridge was filled with 250 units of insulin. During the call with tandem technical support, the customer successfully loaded a new cartridge. Additionally, it was reported that the pump date was inaccurate. Reportedly, the date on the pump was a day behind. Tandem technical support assisted the customer on successfully adjusting the date settings on the pump to match the current date. There was no impact to the customer's blood glucose level.